Event description:
During training by a zoll medical sales representative, the device displayed "pacer fault 116" and "defib fault 72" message. There was no patient involvement in the reported malfunction.